Event description:
It was reported that during a scheduled surgical procedure the customer started to use the bur and a few minutes later the bur broke. There was not reported impact to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
Analysis: the product was received and analyzed on (B)(4), 2012 by qe disposables- sample was returned with original inner pouch and labeling identifying sample. The tip of the bur extended from the outer tube approximately 0.35 inches from correct position. Under 20x magnification, no damage could be seen to any part of the hub. The fluted bur was in very good condition showing no damage to any flutes. The inner hub was easily pulled out of the outer tube and revealed a tightly wrapped and elongated spiral wrap which was broken completely off. Spiral wrap failures have been investigated under CAPA (B)(4) for burs. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. The wrap derives its strength from the interlocking nature of the spiral/dovetail notches which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose its tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur. The complaint is confirmed for spiral wrap breakage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.